Event description:
It was reported that the lead exhibited high pacing threshold, capture increased from 0.75 v to 3 v due to insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Only 23.9 cm of the proximal portion of the lead was returned. Final analysis found that the proximal insulation was abraded at 17.4 cm - 18.1 cm from the connector pin and the coil was breached, due to friction with another device.